Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 12mmx3.50mm nc quantum apex¿ balloon catheter was advanced for post dilation after stent implant. However, while inserting the device into the guide catheter, the shaft of the balloon was fractured. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. The shaft, hypotube, and bonds were microscopically and visually examined. The hypotube had a complete hypotube separation 52cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The distal tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 12mmx3.50mm nc quantum apex¿ balloon catheter was advanced for post dilation after stent implant. However, while inserting the device into the guide catheter, the shaft of the balloon was fractured. No patient complications were reported and the patient's status was stable.